Manufacturer narrative:
This ipg serial number is included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It has been reported the pt has been experiencing difficulties initiating a communication between her ipg and both the pt programmer and the charging system since (B)(6) 2009. The pt is without stimulation. A surgical intervention is pending to resolve the issue.